Event description:
Customer reported issues with the serter. Customer's blood glucose level was 306 mg/dl. Customer stated that the serter does not release the sensor after the second press. Troubleshooting was performed. Sensor inserted properly. Pushed button and sensor stayed in but the needle hub was stuck in the serter. Sensor was dislodged out of the skin as the serter was removed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.